Manufacturer narrative:
(B)(4). Batch # k5ee09. The analysis results found that the pph01 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did the device fail? The staples in the device had not formed properly after it had been fired, resulting in a weak staple line . What is the product code of the device used in the procedure? Pph01 . What procedure were they performing? Hemorrhoidectomy . Did the device fire? Yes . Was the washer cut completely? Unknown, will need to clarify . Was the cut line complete? Yes . Was the staple line complete? Yes . Were the staples malformed? Yes . Were there any staples missing from the staple line? Unknown ¿ will verify . Were the donuts complete? Unknown ¿ will verify . Was there any patient consequence? No the patient still went home on time, however the staple line needed to be over sewed in order to protect the integrity.

Event description:
It was reported that the hospital had a product fault with an circular stapler. Was operating when the device failed. The patient still was sent home however they needed over sew the staple line.